Manufacturer narrative:
Same case as MFR#: 2183959-2018-60085, 2183959-2018-60089, 2183959-2018-60090, 2183959-2018-60091, 2183959-2018-60092, 2183959-2018-60093, 2183959-2018-60094, 2183959-2018-60095, 2183959-2018-60097, 2183959-2018-60098, 2183959-2018-60099, 2183959-2018-60100, 2183959-2018-60102, 2183959-2018-60103, 2183959-2018-60104.

Event description:
It was reported that during an artificial urinary sphincter (aus) implant surgery, sixteen 4.0cm cuffs were opened but not used. The cuffs contained up to five 1mm drops of lubricant inside. The physician observed the drops of lubricant prior to the surgery. The patient's surgery was completed using a different device. No patient complications were reported in relation to this event.